Event description:
Large rectangular erosion of back status post epidermal loss. Based on localized, rectangular morphology, this is most consistent with an extrinsic thermal, ultraviolet radiation, or chemical factor that has led to epidermal necrosis and subsequent blister formation.

Manufacturer narrative:
Adverse event was originally reported as redness which self-resolved with no medical intervention and pt was released without complication. Subsequent report received via FDA user facility (B)(4) listed the event with a different outcome. No additional info has been obtained from the user facility.